Event description:
Customer reported device = 232 mg/dl at 9:30 am. Customer took 3 additional units of insulin. At 11:30 am, customer approximately passed out. Customer's husband called emergency medical technician (emt) - ambulance. Emt device = 34 mg/dl. Customer was given a glucose IV and taken to the emergency room (ER). No controls were used. A request was made for return product and replacement product was sent.